Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that electrode channels no. 11 and 12 are switched off as they are placed outside of the cochlear, and electrode channels no. 1, 2 and 5 are in status hi. These 5 electrode channels had been switched off.